Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the xc200 cartridge was not returned, only one loose clip along with the opened foil were received. Upon visual inspection the returned clip was found to be partially closed and damaged causing the clip to not close properly. No functional test was performed due to the condition of the clip. The event reported was confirmed and it is related to improper use of the device due to the returned clip damaged. Please reference the instruction for use for more information: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. Under endoscopic visualization, the suture is placed within the jaws of the loaded clip away from the latch area. Position the clip by sliding it down the suture until it makes contact with the tissue. Note: excessive tension may cause suture and clip to pull through tissue or may cause clip slippage. The applier jaws are closed by squeezing the handle of the applier until the clip is visibly locked. In all cases, the surgeon should verify closure and security. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: the description ¿the clip was retrieved from the outer cylinder¿ was mistaken. The correct one is ¿the applicable clip was retrieved¿.

Event description:
It was reported that a patient underwent a laparoscopic kidney and adrenal gland procedure on (B)(6) 2024 and suture clips were used. Before use on the patient, it was reported by the sales rep that before laparoscopic kidney and adrenal gland procedure suture was threaded and locked in the main body, but the ratchet was not engaged. Since it was before use on the patient, the procedure was stopped, and the clip was retrieved from the outer cylinder. Another device was used to complete the case. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the xc200 cartridge was not returned, only one loose clip along with the opened foil were received. Upon visual inspection the returned clip was found to be partially closed and damaged causing the clip to not close properly. No functional test was performed due to the condition of the clip. There were no adverse consequences reported. Additional information was requested.